Event description:
Impedance measurements were checked. Impedance readings were >4,000 ohms for therapy impedance. The default test values were increased and the test re-run; impedances were run at 3.5v, pw 450 and the values were still >4000 ohms. Battery measurements were showing that the implantable neurostimulator (ins) batter was okay. The patient was going to be switched to a rechargeable ins and all important components were going to be replaced.

Manufacturer narrative:
(B) (4).